Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update product problem. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the flexible tube of the insertion section was crushed, the bending angle was insufficient, the forceps could not be inserted smoothly due to buckling of the forceps channel, the insertion brush could not be inserted due to buckling of the forceps channel, the coating of the image guide coil was peeling off, the curved rubber was sagging, the curved rubber adhesive was missing, the operation part was scratched, the switch box was scratched, the grip was scratched, the angle lever was scratched, the up/down plate was scratched, the universal cord was collapsed, the universal cord was scratched, and the scope connector was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had the image guide serpentine collapse. Inspection and testing of the returned device found the coating on the image guide serpentine was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.